Event description:
I had mentor silicone implants placed in (B)(6) 2016. Around three months later, I started having health issues including joint pain, brain fog, memory issues, skin rashes and heart palpitations. I seemed out a neurologist, rheumatologist, internal medicine physician, cardiologist, plastic surgeon and even ended up in the emergency room. No one gave me any answers. With no help, I made the decision to have my implants explanted in 2020 and am finally feeling some relief. FDA safety report ID# (B)(4).